Event description:
It was reported the device gave an alarm with error 46507. The reported issue occurred during testing with no patient involvement.

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing: no issues were identified. The device event history log was extracted and examined: this showed one occurrence of error code 46507. This error code indicates an unexpected interruption occurring during infusion- likely related to loss of battery power. The reported issue was not duplicated during 2 hours of testing.